Event description:
Raising resident from tub. When clear of tub, sling strap on bottom of sling broke. Resident fell to floor. Bruising on right foot & lower leg. X-rays done, no fractures noted. One person involved.